Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical report states that patient suffered from an intraoperative medial calcar fracture.

Manufacturer narrative:
(B)(4). Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Update rec'd 09/09/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, during final seating of the femoral broach, a small vertical crack occured in the medial calcar. At this time the femoral stem is being changed to an unknown broach. The complaint was updated on: 10/02/2015.